Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital due to infection. Vegetation was identified on the right ventricular (rv) lead, previously capped rv lead, right atrial (ra) lead, and previously capped ra lead. The physician explanted the entire system, including the pacemaker and all associated leads. A new leadless dual-chamber pacemaker was implanted. The patient remained in stable condition.